Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. The customer used a cartridge from a different box and successfully loaded a cartridge onto the pump. There was no reported adverse impact to customer's blood glucose level.